Event description:
It was reported that the right ventricular (rv) lead experienced noise and a high number of short interval counts (sic). The patient received inappropriate therapy due to noise on the lead. The lead was explanted and replaced. The patient was a participant in the sls study. No further patient complications have been reported as a result of this event. It was further reported that a lead conductor fracture was electrically confirmed.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).